Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery charging issue was verified, but the alleged warm to the touch issue could not be verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. There was no reported adverse impact to the customer's blood glucose level.